Event description:
It was reported that an insulation anomaly observed on the atrial lead. No patient symptoms were reported. The lead was capped and replaced during a device changeout procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.